Manufacturer narrative:
The device will not be returned for evaluation and no photographic evidence was provided therefore root cause cannot be identified. The manufacturing documents from the device history record have not been reviewed because the lot number is not known. The lot history was not reviewed because the lot number was not known. A two-year review of complaint history revealed there has been a total of 9 complaints, regarding 9 devices, for this device family and failure mode. During this same time frame 2,740,300 devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be 0.000003. Per the instructions for use, the user is advised that misuse of multifunction electrodes, use of compromised or altered product, and/ or failure to follow provided instructions may result in patient burns, inadequate delivery of therapy, and/ or loss of ECG trace quality. This issue will continue to be monitored through the complaint system to assure patient safety. H3 other text : device discarded by user.

Event description:
The customer reported that the device, 2001z-pc, padpro:zoll dc;transparent,pc (10/cs), was used for an unknown reason on (B)(6) 21 when it was reported ¿conmed pad pro 2001z-pc defibrillator pads attached to zoll r-series defibrillator. Defibrillator displayed ¿poor pad connection¿ message upon powering on device. Staff could not recall if the pads were replaced at that time, or if the pads functioned as expected after diagnostic checks.¿. Further assessment questioning found that initially the device had poor connection. But when used it is unknown if the pad was changed or is the original pad worked and was used. It is unknown if the device was being used in an emergency event or not. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that the device, 2001z-pc, padpro:zoll dc;transparent,pc (10/cs), was used for an unknown reason on (B)(6) 2021 when it was reported ¿conmed pad pro 2001z-pc defibrillator pads attached to zoll r-series defibrillator. Defibrillator displayed ¿poor pad connection¿ message upon powering on device. Staff could not recall if the pads were replaced at that time, or if the pads functioned as expected after diagnostic checks¿. Further assessment questioning found that initially the device had poor connection. But when used it is unknown if the pad was changed or is the original pad worked and was used. It is unknown if the device was being used in an emergency event or not. There was no report of injury, medical intervention, or hospitalization for the patient. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.